Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on 2024-jun-25. The patient reported that shortly after their second ins was implanted, they ended up with a mrsa infection in all three incision sites. The pt reported they were hospitalized and had a pic line and antibiotics. The system was removed except for the lead. The lead could not be removed because it was in a lot of scar tissue that had developed and there was risk given the lead was up against the spinal cord. The pt stated that after the explant (except for the lead) they started feeling better. The pt mentioned that now they were in need of a brain MRI in order to get a new implant, but they couldn't get the MRI because of the lead that remains in their body. The pt requested device information.

Manufacturer narrative:
Continuation of d10: product ID 3998 lot# j0454708v serial# implanted: 2005-02-07 explanted: product type lead product ID 748951 lot# serial# (B)(6) implanted: (B)(6) 2005 explanted: (B)(6) 2005 product type extension product ID 748951 lot# serial# (B)(6) implanted: (B)(6) 2005 explanted: (B)(6) 2005 product type extension medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient reported that no infection had ever existed. They documented that they had been trying to get scheduled for a MRI and needed to know what type of leads were in their back.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 748951, serial# (B)(4), implanted: (B)(6) 2005, explanted: (B)(6) 2005, product type: extension. Product ID: 748951, serial# (B)(4), implanted: (B)(6) 2005, explanted: (B)(6) 2005, product type: extension.

Event description:
Information was received from a consumer regarding a patient that was implanted with an implantable neurostimulator (ins) for multiple back operations and radicular pain syndrome (radiculopathies). It was reported that the patient developed an infection and the ins and extensions were removed in (B)(6) 2005. No further complications were reported or anticipated.